Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient had a non-device related weight loss which caused the pocket pain due to the way the ipg was sitting in the pocket site.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision and was reportedly doing well following the procedure.